Manufacturer narrative:
(B)(4).

Event description:
A physician deployed a complete self expanding (se) peripheral stent to treat a lesion in a patient right at the abductor canal distal sfa/popliteal with no issues stated. It was reported that the tip delivery system caught onto the deployed stent and the end of the stent was slightly deformed as a result. It was reported that minor difficulty was experienced removing delivery system after stent deployment; however it was mentioned that it was barely noticeable. The stent was then post dilated with a balloon and another complete se stent was deployed over it. No patient injury or other sequelae were reported device evaluation: the delivery system was returned for evaluation and the stent remains implanted in the patient. The shaft was kinked just distal to the strain relief. The material on the proximal end of the distal marker band was flared and raised. A guidewire would not advance through the inner due to the kink on the shaft. The handle was advanced and retracted without issue.